Manufacturer narrative:
H11: internal complaint reference: (B)(4). B5 and h6 updated.

Event description:
It was reported that during surgery, while tensioning the construct, the surgeon observed that when pulling on the distal end of the suture of one healicoil knotless anchor, the suture pulled out of the anchor without the anchor detaching from the bone. The surgeon attempted to repeat the fixation using a second healicoil knotless anchor from a different batch; however, the same issue occurred, with the suture again pulling out while the anchor remained seated in the bone. The surgeon expressed dissatisfaction with the performance of the device, as the anchors did not maintain suture fixation as expected during use. The procedure was performed with a change in surgical technique. It is unknown if there was any surgical delay. No further complications were reported.

Event description:
It was reported that during a shoulder cuff repair, while tensioning the construct, the surgeon observed that when pulling on the distal end of the suture of one healicoil knotless anchor, the suture pulled out of the anchor without the anchor detaching from the bone. The unsecured anchor was not removed from the patient's bone. The surgeon expressed dissatisfaction with the performance of the device, as the anchors did not maintain suture fixation as expected during use. The procedure was performed, without any delay, with a change in surgical technique. Another bone hole was drilled and there was a void left. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). B5 and h6 updated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during surgery, while tensioning the construct, the surgeon observed that when pulling on the distal end of the suture of one (1) healicoil knotless anchor, the suture pulled out of the anchor without the anchor detaching from the bone. The surgeon attempted to repeat the fixation using a second healicoil knotless anchor from a different batch; however, the same issue occurred, with the suture again pulling out while the anchor remained seated in the bone. The surgeon expressed dissatisfaction with the performance of the device, as the anchors did not maintain suture fixation as expected during use. The procedure was performed with a change in surgical technique. It is unknown if there was any surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An image evaluation was performed and found various devices; however, no sutures or anchors are visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found one similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.